Event description:
The ipsilateral limb deployed prematurely. Retroperitoneal cut-down was made. Ipsi limb attachment system was removed and graft limb was sewn to conduit. Stents were placed in the ipsilateral and contralateral limbs to increase blood flow.